Event description:
The facility reported an infusion pump in which failure code 810:11 had occurred. It is not known if the failure occurred while infusing on a pt. The facility's rep stated that no pt injury was reported on this pump since the last baxter service event.